Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the threshold on the right ventricular (rv) lead had become high. Chest x-ray indicated that the lead location had not moved; however, the slack was indicated there was no slack. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.